Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: e1 - event site name changed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: there were 2 additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of mar 2021 through jun 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: communication/interviews were performed to obtain all possible information. Device not returned: despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal could not be loaded, and the procedure was completed without any problems using a spare heart string. No health hazard to the patient.